Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019 due to unspecific medical reasons. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 05, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced magnet dislodgements back in 2019 (specific date not reported). This report is submitted on september 26, 2023.